Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an evercross pta balloon with a 6fr non-medtronic sheath and 0.035 non-medtronic guidewire during treatment a 40mm calcified lesion in the patient's mid right superficial femoral artery (sfa) and common femoral artery (cfa). Artery diameter reported as 7mm. Severe vessel calcification and slight tortuosity are reported. Lesion exhibited 60-70% stenosis. An inflation device was used with a saline/contrast mix for balloon inflation. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The device was prepped as per IFU without issue. The device was not passed through a previously deployed stent. No resistance was encountered during advancement. A balloon burst is reported. The balloon had trouble keeping pressure whole time. 1 prior inflation had been applied to the device. The balloon ruptured fairly quickly during inflation. It is believed that balloon rupture was large enough to make the balloon difficult to deflate. Physician used minimal force to attempt balloon removal without success. Additional force was applied and 6 fr 45 cm sheath and balloon catheter were removed together. A new 6 fr 45 cm sheath was inserted over wire that remained in body. Upon putting new sheath in body it was noticed that the balloon had broken near distal tip and part of the balloon remained in the body. The sheath was advanced over balloon cath eter fragment with minimal force, but was very hard to remove from body. Balloon fragment, non-medtronic guidewire, and 6 fr sheath were removed together and short 7 fr sheath was placed.

Manufacturer narrative:
Product analysis the balloon and part of the inner lumen returned detached (photo 6). Balloon detached adjacent to the proximal balloon bond. Both markerbands are present on the inner lumen. No functional analysis could be carried out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.